Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. No replace battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with corroded battery tube, minor scratches on case, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), keypad overlay texture damage, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer blood glucose reading was 14.3 mmol/l. Troubleshoot was performed. Customer used battery was that was not used previously, the alarm reoccurred. Customer stated there was no physical damage on the insulin pump. Customer was advised to continue using the insulin pump with new battery. Insulin pump will be returning for analysis.